Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 368 mg/dl. Customer treated with the pump and feels okay to troubleshoot. Customer stated that she feels fine when her blood glucose is going high, but she can tell her lows when they happen. Customer stated that she contacted her health care professional for the high blood glucose. Customer will treat with a pump bolus. Customer had a low reservoir alarm and no delivery alarm in the alarm history. Customer removed the set from the body and the cannula was not bent or occluded. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change. Customer resolved the no delivery issue and checked her blood glucose, which was at 534 mg/dl. Customer stated that she treated with 3 bites of spaghetti. Customer's blood glucose dropped to 480 mg/dl.